Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported that on an unspecified date and time, the pt experienced a respiratory arrest. It was reported that "rapid response" was initiated. It was reported, the pt was treated with an unspecified concentration of narcan. The customer contact reported, the pt was "ok." Though requested, the customer has declined to provide add'l info including specific pt info, pump programming, and event details.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).